Event description:
It was reported via literature that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The patient was discharged on 100mg aspirin daily and clopidogrel 75mg daily. Six weeks post index procedure, the routine transesophageal echocardiography (tee) appointment showed complete sealing of the laa and no device related thrombus. Six months following the index procedure, the antithrombotic therapy was switched to aspirin 100mg per day monotherapy. One year post index procedure, elective tee follow up revealed a large thrombus, with a size of 6 x 3 cm, extending from the closure device to the left atrial posterior wall. A computed tomography (CT) scan was performed, which confirmed the presence of thrombus. A screening for primary thrombophilia showed no abnormalities. The patient was started on oral anticoagulation therapy with apixaban 5mg twice per day. Two years post index procedure, a control CT scan showed only a partial thrombus resolution with a remnant thrombus of 4 x 0.3-0.5 cm.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2021. Implant date - estimated as (B)(6) 2020 as the article was published in 2022 and mentioned a 2 year post implant follow up. Literature citation: urbanek l, chen s, bordignon s, et al. Unexpected large device related thrombus at 12 months follow-up after left atrial appendage closure. Pacing clin electrophysiol. 2022;1-2. Https://doi.org/10.1111/pace.14562.